Event description:
A ge service rep evaluated the material and functional condition of the c-arm. Noted that left monitor image deteriorates into a scrambled raster. Signal traced camera output and video cable and connections from camera to video control board.

Manufacturer narrative:
The service rep reseated the backplane. Image restored to spec. Unit boots and images properly 15 of 15 times over 1.5 hours. System checks good. Noted worn skin spacer, placed part on order. 27 nov: replaced worn skin spacer. System checks good. Due to the entirely physical nature of this repair, the system log and rus files were not retrieved for review. All failed parts are being retained by the owner for staff training and cannot be returned for failure investigation. Esd precautions were observed during the performance of this maintenance action. Esd kit inspected and functional.